Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported transmitter failed error occurred on (B)(6) 2022 for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed passed. Voltage test was performed and failed. A review of the sharelog was performed and transmitter failed error was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of transmitter failed error is reportable based on transmitter failure found. No injury or medical intervention was reported.